Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(4), description: 70 cm phase iii leads, model # sc-3138-35, serial #(B)(4), description: 35 cm phase iii lead extensions it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an abscess below the midline incision. The physician removed the abscess and does not believe it is device related. The patient is reportedly doing fine.